Manufacturer narrative:
Device manufactured between july 14, 2019 to july 16, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml exactamix eva (ethyl vinyl acetate) bag leaked from an unspecified location. The leak was discovered before patient use. There was no patient involvement. No additional information is available.